Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and created a second degree burn to the patient's lower lip. A layer of skin peeled off and the patient received a blister. There was no deep tissue damage. The size of the burn was 5mm x 5mm on the patient's lower lip. The doctor applied topical anesthetic cream but no further treatment was prescribed. The patient has been back for their follow up appointment and is healing as expected. No further treatment is needed. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection by the repair technician. Through visual inspection, the set screw moved.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and created a second degree burn to the patient's lower lip. A layer of skin peeled off and the patient received a blister. There was no deep tissue damage. The size of the burn was 5mm x 5mm on the patient's lower lip. The doctor applied topical anesthetic cream but no further treatment was prescribed. The patient has been back for their follow up appointment and is healing as expected. No further treatment is needed. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.